Event description:
Percutaneous trach was placed. Procedure was complicated by a tracheal tear just beyond the tip of the tube above the right mainstem bronchus. The laceration was repaired by a right thoracotomy. Pt was discharged approximately 5 weeks after event.